Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 591mg/dl, and her blood glucose was treated with manual daily injections. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.